Event description:
It was reported that the pump was filled with the wrong drug. The system contents were to be removed on the report date. The old drug was dilaudid 20mg/ml and bupivacaine 20mg/ml. The new drug, being put in on the report date, was morphine 25mg/ml at 11mg/day and bupivacaine 20mg/ml at 8.8mg/day. The catheter volume was 0.224ml. No new symptoms were report since the old drug was put in the pump. Follow-up information was received and it was reported that the healthcare provider (hcp) now wanted to leave the drug and do a dye study. The reporter questioned whether the drug had already cleared the system. At the time of this report, the primary drug in the system was dilaudid. The drug had been running for approximately 2 days. It was discussed that the drug had cleared the pump tubing and catheter. The drug was going to be changed in the physician programmer and the hcp was going to proceed with the dye study. It was later reported that the hcp opted to leave dilaudid in the pump and change the dose to 10mg/day. He decided to not do a dye study and give the patient an ¿esi¿ instead. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).